Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep2969 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the packaging of the device was found to be torn opened upon receiving. There was no reported patient contact.